Manufacturer narrative:
This follow-up MDR submitted on 07/10/2015 references name itc complaint number (B)(4) and summarizes the results 3 report source of an evaluation of the device by the manufacturer. Results: maintenance problem. Overheating was possibly related to end user charging the battery with a non-manufacturer-supplied power adapter. The extent of the event was limited and controlled as per fail safe design. Conclusions: human factors issue. Training deficiency. Device repaired and returned.

Event description:
Healthcare professional reported a malfunction of a refurbished hemochron signature elite instrument and noticed a "burnt smell" when examining the device. End user had found the device to be inoperable and that it remained inoperable after attempting to start it with two different ac adapters and plugging the device into two different electrical outlets. The customer did not observe any physical damage to the instrument. There was no property damage and no reports of injury to end users involved in the incident.

Manufacturer narrative:
(B)(4). The device was not being used for patient care at the time that the instrument malfunction was discovered. The device is returning for evaluation, but itc has not yet received it. No ncrs discovered. Service history, none of which are related to the current complaint.